Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: the customer stated the "syringe did not draw up insulin."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-24. H.6. Investigation summary: customer returned one (1) 31gx8mm, 0.3ml bd insulin syringe with an open poly bag from lot 4322944. Consumer reported 1 syringe not drawing the insulin from the vial. The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed on this syringe. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 4322944 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: the customer stated the "syringe did not draw up insulin."